Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons of the insulin pump have become much less responsive, there were no delivery alarms, battery longevity issues, scratches on the screen which made it hard to see. Customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will not return for analysis.